Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted. See also medwatch 2210968-2012-02138 and 2210968-2012-06236 . The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2010 and mesh was implanted. The patient concomittantly underwent a mesh removal, cyctoysis and excision of vaginal scarring. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. Following the procedure, the patient experienced mesh erosion, dyspareunia, urinary retention and urinary problems, leaking, severe incontinence, bladder spasms, incontinence interstitial cystitis, pelvic pain, pelvic and lower abdominal sharp pain, abdominal pain, pain, chronic pain, vaginal scaring, multiple explant surgeries, loss of sexual relations, emotional distress, change in lifestyle, constant pain, change in marital relationship, loss of enjoyment of life and activities, humiliation and loss of self esteem. The patient underwent mesh revision/removal on (B)(6) 2010 due to pain, mesh erosion, dyspareunia, lower abdominal sharp pain, pulling, urinary problems and lack of sexual relations. As of (B)(6) 2012, the patient reported that all or part of the mesh remains implanted and removal was recommended. The patient also underwent the following procedures: (B)(6) 2011: phase one interstim, permanent placement of sacral nerve neurostimulator in upper left buttocks. (B)(6) 2012: removal of previous neurostimulator and placement of bilateral interstim ii. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that patient underwent cystoscopy on (B)(6) 2009 due to persistent pelvic pain, mesh erosion and urinary incontinence. It was reported that patient underwent removal extension leads, insertion of internal pulse generator & amp; programming of pulse generator due to mesh complications on (B)(6) 2011. No additional information was provided.